Manufacturer narrative:
The motor arm cannot communicate with the main arm. Alarm followed by hardware low level failure confirmed in the history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer passed self test. The insulin pump will be returned for analysis.